Event description:
A vague report of overinfusion associated with the use of a flo-gard volumetric infusion pump was received. According to the reporter, there was no clinical information available regarding the use of the device or the reported problem. According to the reporter, there was no patient injury associated with this report.